Manufacturer narrative:
Pending device evaluation.

Event description:
On (B)(6) 2015, the patient underwent a left knee replacement surgery and was implanted with an optetrak device at the hospital for special surgery. The patient was diagnosed with aseptic loosening of her left knee replacement and was suffering from left knee instability. Due to significant pain and instability, the patient was required to undergo revision surgery on (B)(6) 2020 at (B)(6). During the revision surgery, the patient was found to have developed ¿hypertrophic synovitis¿ with poly debris present. Her surgeon noted ¿[s]he had catastrophic failure and loosening of her femoral component with gross subsidence and gross loosening of the femoral component.¿ additionally,¿[t]he tibial polyethylene component demonstrated severe erosive changes with fragmentation of the tibial post as well as peripheral grooves and worn areas on both medial and lateral aspects.¿ upon information and belief, the loose components and osteolysis in the patient's left knee were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Additional information: h3: the revision reported in the case was likely the result of a combination of aseptic loosening between the femoral component and the bone and prosthesis wear. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening and prosthesis wear to the sequence of events and potential contributions from implant positioning and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited information was available at the time of evaluation. H6 h10: concomitant device: tibial insert psc, size 4, 15mm is sn: (B)(6) cn: 02-012-44-4015.